Event description:
It was reported by repair work order that the casters had chemical damage and will not roll. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.